Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is retracted against resistance, damage such as stretching and subsequent fracture may occur. The solitaire mentioned in the complaint may have contributed to the stretching on the jet7 prior to the fracture. Based on the returned damage and reported complaint, the device was likely damaged further during and after removal from the patient. Further evaluation revealed that the catheter had kinks along the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra system jet7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max) and a non-penumbra stent retriever. During the procedure, while advancing the jet7 through the neuron max to the target location for the first pass, the physician experienced resistance. Once the jet7 was at the target location, aspiration was initiated; however, the aspiration failed. Subsequently, it was noticed that the distal end of the jet7 was broken. Therefore, the physician decided to remove the jet7. While removing the jet7, the physician experienced resistance; however, the jet7 was removed successfully. The procedure was completed using a new jet7, the same neuron max and the same stent retriever. There was no report of an adverse effect to the patient.